Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a low flow alarm that prompted him to call 911 and he presented to the hospital with acute decompensated heart failure. The patient had reportedly experienced worsening heart symptoms and brown urine for several days, but did not report it to the vad team. The patient presented with a mean arterial pressure of 70 mmhg. A ramp study was performed and the echocardiogram showed no change to the dimension of the patient¿s left ventricle as the pump speed was increased from 9200 rpm to 10400 rpm. In addition, the echocardiogram showed that the patient¿s aortic valve was opening with every heartbeat. It was reported that the pump appeared thrombosed. It was reported that the patient had elevated lactate dehydrogenase (ldh) and transaminase levels, elevated ventricular filling pressures, and a low cardiac output. The patient¿s inr was 3.1 and had been therapeutic prior to thrombosis. The patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 4 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). Device evaluation: the report of suspected thrombus was confirmed through the evaluation of returned device. The device was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned attached to the pump's inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the sealed inflow conduit and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed two flat, non-laminated, tissue-like depositions on the body of the rotor. The areas of these depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, the depositions could have contributed to the elevation in the patient¿s lactate dehydrogenase level. Further evaluation of the pump revealed a non-adhered deposition adjacent to the bearing ball within the proximal side of the outlet stator. Its lack of lamination and denaturation suggests that this deposition developed acutely, but may have formed elsewhere. Additionally, there were no contact marks at the distal end of the rotor to verify that the deposition was actually present during support. Therefore, while a root cause for the development of the observed deposition could not be determined through this evaluation, its size suggests that it may not have significantly contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and heart failure are both listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: patient admitted with acute decompensated heart failure. Has been symptomatic for several days but declined coming to the hospital. Had low flow alarm this evening and was transferred from a local ER in (B)(6) for management. Echo with ramp performed showing no change in lvedd with speed changes from 9200 to 10400. Aortic valve opening with every beat. Transaminitis and low cardiac output with elevated filling pressures. Ldh markedly elevated. Vad appears to be thrombosed. Will require vad exchange. Additional information also included indicated: thrombus event: signs or symptoms: hemolysis, abnormal pump parameters. Intravenous anticoagulation: yes. Ae device malfunction: y. Malfunction components: pump body and inflow cannula. Device malfunction causative factor: no cause identified.